Manufacturer narrative:
The autopulse platform associated with this complaint was not returned for evaluation. The customer declined the service repair. In the case the device is returned, the complaint will be re-opened to perform an investigation.

Event description:
During training, customer reported that the autopulse platform (serial # (B)(4)) compressed four times on a manikin and displayed user advisory - ua43 (fan fault detected). The trainer was unable to clear the error message. No patient involvement.